Event description:
It was reported that there was concern on the rapid depletion of the battery in the patient's device. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.90 to 2.71 volts between (B)(4) 2011 and (B)(4) 2012 is before device recommended replacement time (rrt) less than or equal to 2.61 volt.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The implantable pulse generator (ipg) was explanted and replaced due to normal elective replacement indicator (eri).